Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. Root cause: a definitive root cause could not be determined at this time due to the set not being available for return. Based on the description of the issue by the customer and the short run time, possible causes for the leak include, but are not limited to incomplete seating of the bearing in the bearing holder or incomplete seating of the centrifuge collar in the latch. Either of these could result in twisting of the tubing during the procedure which would then lead to a failure of the tubing material.

Event description:
The customer reported that they received a 'leak in the centrifuge' alarm during a donation procedure and noted a leak in the centrifuge. Due to EU personal data protection laws, the patient information is not available from the customer. The disposable kit is not available for return because it was discarded by the customer. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation: per the customer, the kit was loaded correctly. Investigation is in process. A follow-up report will be provided.